Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio determined the system pcb was the cause of the reported issue. The device was retained by physio-control. The customer received a loaner device and ordered a new device.

Event description:
The customer contacted physio-control to report that their device had logged an event code into its memory that's indicative of a potential failure of the device to deliver defibrillation energy. There was no report of patient use associated with the reported event.